Event description:
The physician assistant was hooking everything up to start the surgical case. She was holding the suction irrigator in her hands when it started smoking on the field. It never touched the pt. The irrigator was removed immediately off the field. The motor was still making a noise so the registered nurse removed the batteries which were hot to the touch.